Event description:
It was reported that during a supply change on the ilet, the user reached the ¿press and hold¿ screen and observed fluid drops, but the touchscreen did not register the ¿yes¿ selection, leading to an unresponsive screen during setup despite confirmation that the device was not attached to the body. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included technical and user-support troubleshooting focused on setup and touch responsiveness. Investigation of this case revealed a screen responsiveness failure during setup. It was concluded that the device experienced a use-stage touchscreen malfunction with no patient harm.